Event description:
A patient reported their device was not working and the stimulation had quit. The patient stated that she had loss of therapeutic effect and return of symptoms, the patient noted she wet herself. The patient noted they went in to see her healthcare professional (hcp) and manufacturer representative (rep) about 6 weeks prior to (B)(6) and it was determined that she had a bladder infection. The rep told the patient that interstim therapy would not work to control her symptoms while she had a bladder infection. The patient believed that she no longer had a bladder infection, but the interstim therapy was not controlling her wetting symptoms. There was no trauma or falls related to the issue. The patient planned to reach out to her hcp and rep regarding the loss of therapeutic effect and return of symptoms. Additional information from the manufacturer representative (rep) on (B)(6) reported the patient reported they had a bladder infection previously and the rep believed they were in the hospital for it. The rep stated the patient was clear of the infection when they saw the patient. The rep explained to the patient interstim did not work well during a bladder infection as the urgency/frequency does come back due to the infections and once cleared, thing should be go to normal. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.